Event description:
On (B)(6) 2009, this pt was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. On (B)(6) 2012, follow-up imaging identified a distal type I endoleak associated with the tgt4020, with evidence of aneurysm enlargement (amount unknown). It was reported the endoleak was caused by disease progression. On (B)(6) 2012, an additional procedure was performed whereby an additional gore tag device was implanted for distal extension. The endoleak was resolved with the implant of the additional device. On (B)(6) 2012, the pt presented with chest pain, and it was reported there was a dissection of the thoracic aorta proximal to the implanted devices. It was reported the pt did not have a previous history of dissection, and the dissection was caused by malignant hypertension. No further adverse events were reported.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event: (B)(4).